Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause was the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the operating system for the smart device was not a supported system. Labeling indicates: the dexcom mobile application is only compatible for select smart devices and mobile operating systems.